Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 3006705815-2019-00144, and 3006705815-2019-00145. It was reported that the patient had the full system explanted and replaced on (B)(6) 2018. The reason was not given. Therapy was restored post operatively.

Event description:
Follow up information received. It was reported that the full system explant was due to lead migration and the physician elected to explant the ipg as well. There were no allegations of deficiency made against the ipg.